Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a rash that occurred on (B)(6) 2015. Patient stated that they experienced a red, bleeding rash at the site of sensor insertion. On (B)(6) 2015 the patient consulted her endocrinologist and was advised to retrieve the ingredients of the sensor patch adhesive from dexcom. The endocrinologist recommended that the patient use a tegaderm patch as a barrier to prevent further rashes. No medication was prescribed. At the time of contact, the patient did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4). There was no reported device malfuntion. However, it should be noted that the dexcom user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).